Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported difficulty to remove was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position, difficult to remove or dislodged/dislocated from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the right coronary artery (rca), the 3.5 x 08 mm xience xpedition stent delivery system (sds) was advanced over an unspecified hi-torque floppy guide wire, but met resistance outside the anatomy and prior to entering into the guide catheter. During attempts to remove the sds from the guide wire, resistance was met and the stent implant dislodged from the balloon. A different 3.5 x 08 mm sds was used to complete the procedure with the same guide wire and guide catheter, without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.